Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube there was a sterility issue. The following information was provided by the initial reporter. The customer stated: there was "1 tube 367841 with lot number 2048387 ¿ no cap."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube there was a sterility issue. The following information was provided by the initial reporter. The customer stated: there was "1 tube 367841 with lot number 2048387 ¿ no cap."

Manufacturer narrative:
H.3. Investigation summary: bd received 1 photo from the customer in support of this complaint. A visual examination of photo was performed and revealed improper assembly causing a hemogard closure assemble to become dislodged from the tube. Additionally, 100 retention samples were inspected with no issues being identified. Bd was able to confirm the customer¿s indicated failure mode with the photos provided. The exact cause for the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.